Manufacturer narrative:
Concomitant products: product ID 37752, serial # (B)(4), product type recharger; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 37092, lot # 291510002, implanted: (B)(6) 2011, product type accessory; product ID 365560, lot # n289916, implanted: (B)(6) 2011, product type accessory; product ID 3708160, serial # (B)(4), implanted: (B)(6) 2011, product type extension; product ID 3708160, serial # (B)(4), implanted: (B)(6) 2011, product type extension; product ID 39565-30, serial # (B)(4), implanted: (B)(6) 2011, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the manufacturer¿s representative reported that the patient had an overdischarge (od) occurrence on their ins. If additional information is received, a follow up report will be sent. See manufacturer¿s report # 3004209178-2015-25589 for the patient¿s subsequent device issue.

Event description:
It was reported that a ¿call your doctor¿ icon was seen along with a power on reset (por) message. The por was successfully cleared during the call and the patient had access to the programs again. It was noted that the patient recently had shoulder surgery because she couldn¿t move her left hand to recharge the implantable neurostimulator (ins). It was noted the reason for surgery was not related to the device/therapy. Follow-up was not required as all needed information was provided and no patient symptoms were reported.